Manufacturer narrative:
Patient's weight was asked but unknown (office does not chart weight). Date of event was asked but unknown; however, the patient experienced allergic reaction after wearing mouthguard for 2 weeks. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort split mouthguard. The patient complained that his mouth felt "raw". His cheeks and lips were swollen. The patient had pain and discomfort. The patient experienced the reaction after wearing the mouthguard for 2 weeks. After discontinued use of mouthguard, the reaction lasted for about 4 days. The patient took over-the-counter ibuprofen for his pain and discomfort. The patient's current status was reported to be good and healed. The patient has no known allergies. The patient has no relevant medical pre-existing condition. It was unknown if the doctor made any adjustment to the mouthguard prior delivering to the patient. The mouthguard was also rinsed with warm water before delivering to the patient. It was not known how the patient cleaned the mouthguard. The patient had the mouthguard remade using astron material and has not had any issue.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was returned in very clean condition along with the case and label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The complaint could not be confirmed. This incident is being monitored, tracked, and trended.